Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump buttons were not responding. Customer stated that numbers were not ramping on their own and the scroll bar was moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Insulin pump received with intermittently unresponsive keypad at all buttons and isolated to the insulin pump casing/keypad.